Manufacturer narrative:
The technician found two broken wires on the nurse communication cable. He replaced the cable to repair the bed.

Event description:
Information received indicates the nurse call is inoperable from the bed.